Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer did not specify any issue. Upon triage on (B)(6) 2018, the service tech found the unit has no audio.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿the customer did not specify any issue. Upon triage on (B)(6) 2018, the service tech found the unit has no audio.¿ the unit was triaged and the reported condition was confirmed. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.